Manufacturer narrative:
Corrected information, initial report: physician indicated that the increase in seizures was due to low battery was inadvertently not included. Corrected data, initial report: last known system diagnostics and settings inadvertently not included (B)(4).

Event description:
Information was received from the physician attributing the increase in seizures to low battery. The increase in seizures was above pre-vns baseline levels. The patients generator was prophylactically replaced, and discarded following the surgery. No other relevant information has been received to date.

Event description:
Patient was reported to be having a lot of seizures. Patient was referred for device replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.